Manufacturer narrative:
Additional information - device manufactured date has been updated based on returned product download. The reported sensor (B)(4) was returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Data was extracted from the returned sensor using approved software. Sensor was found to be in sensor state 1 (storage state, indicating the sensor had not been initiated). Sensor state 1 is indicative of an insertion failure. In addition, various other insertion failure event codes were logged by the sensor. The returned sensor plug and sensor tail were visually inspected; no issues were observed. Removed sensor plug assembly and performed a visual inspection, no failure modes were observed. This issue is not confirmed to sensor tail not properly inserted. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving a "check sensor" message after a day of applying the adc freestyle libre sensor. Customer self-presented to the ER where an unspecified high reading was obtained and was diagnosed with hyperglycemia and treated with 8 units of humalog (rapid acting insulin). Customer additionally reported being treated with "glucose via IV". Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "check sensor" message after a day of applying the adc freestyle libre sensor. Customer self-presented to the ER where an unspecified high reading was obtained and was diagnosed with hyperglycemia and treated with 8 units of humalog (rapid acting insulin). Customer additionally reported being treated with "glucose via IV". Based on the information provided, there was no report of death or permanent impairment associated with this event.